Manufacturer narrative:
Raw material and mfg batch records for cat# 864109, lot# 555cu have been reviewed and no discrepancies have been found in the device history record. Jjpi considers this file closed.

Event description:
The femoral component was broken on the med femoral condyle at the chamfer. Revision surgery was necessary.